Event description:
It was reported that an increase in atrial pacing threshold and a decrease in impedance was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.